Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reax1145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during insertion of the PICC line the rn noted the wire was kinked at the tip. Another set kit was opened and used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed; however the exact cause is unknown. One 4 fr dual lumen powerpicc sv with a t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed approximately 37.5 cm of the proximal end of the stylet was protruding from the t-lock. Multiple bends were observed in the stylet beginning about 4 cm proximal to the t-lock and ending about 1 cm proximal to the t-lock. The t-lock was observed to not be locked on the luer connector hub of the red lumen. The stylet was gently pulled out of the red lumen and some slight resistance was felt. The distal tip of the stylet was observed to be severely bent. A microscopic observation revealed the coiled wire of the stylet was broken near the distal tip and the fracture was observed to be angled with an uneven and mostly granular surface texture. No unraveling of the coiled wire was observed near the break in the coiled wire. While the exact cause of the break in the coiled wire of the stylet is unknown, possible causes include twisting, bending, and/or excessive manipulation of the stylet and instrument damage. A lot history review (lhr) of reax1145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during insertion of the PICC line the rn noted the wire was kinked at the tip. Another set kit was opened and used.